Event description:
Info received indicates the valve was explanted due to acute mi. The valve was found to be clotted-off at retrieval. The healthcare professional indicated the pt expired due to pt's health condition prior to the procedure.